Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient had a shocking sensation in their vagina area and muscle spasms in the right leg. No further complications were noted or anticipated.